Manufacturer narrative:
Device currently unavailable.

Event description:
Per the clinic, the patient developed an infection at the implant site, subsequently the device was explanted on (B)(6) 2015 and the patient was prescribed oral antibiotics (duration not reported). The device has not been made available for analysis as of the date of this report, (B)(4) 2015.

Manufacturer narrative:
This report is filed (B)(6) 2016.